Manufacturer narrative:
H10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event. The in-house investigation consisted of a review of the treatment logs, device history record, labeling, and similar complaint review. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bleeding a similar complaint review for a 12-month period was conducted, which confirmed a total of 15 similar events have been reported to procept. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the log file, IFU, and DHR the event is considered not to be device-related. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation procedure the patient was administered one (1) unit of blood transfusion (per the manufacturer's instructions for use, bleeding is listed as a perioperative risk of the aquablation). The patient had medical history of being on eliquis anticoagulant medication prior to procedure. The patient's platelet levels were 134,000 mcl prior to the aquablation procedure and 104,000 mcl in the pacu. Hemoglobin levels were 9.6 g/dl prior to procedure and 8.4 g/dl in the pacu. The treating physician reported that continuous bladder irrigation had run dry in the pacu. Patient's pathology report confirmed prostate cancer post procedure. The patient was reported to be in good condition. No malfunction of the aquabeam robotic system was reported.